Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing of ventricular channel. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited noise oversensing of ventricular channel. The patient was in stable condition.